Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks and antitachycardia pacing from the implantable cardioverter defibrillator for rhythms of atrial fibrillation and atrial flutter. It was observed that the therapy was delivered during supraventricular tachycardia episodes that were misdiagnosed as ventricular tachycardia due to the programming algorithm. The issue was addressed by device re-programming. The patient was not symptomatic to the event.